Event description:
(B)(6) admitted to (B)(6) hospital with hallucinations. Had pain pump surgery twice now being admitted to nursing home with infection has rare life-threatening infection. Also problems with pump every time replaced or refill for years please look into (B)(6) hospital in (B)(6) this letter is second request. Kindly respond to me your actions taken. Why was the person using the product? Ms. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Did the problem return if the person started taking or using the product again? Yes. FDA safety report ID # (B)(4).